Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the pyxis had not been communicating for 12 hours and was found powered off. A field service engineer (fse) troubleshot the station that was not powering on and initially tested the power supply, which appeared non functional. While preparing to replace it, the fse observed that a warmer connected to the same wall outlet was also not powering on, indicating an issue with the outlet. The fse then connected the pyxis unit to a different power source, after which the station powered on successfully and instructed the user to open a ticket with hospital facilities to fix red plug outlet. The customer logged in and verified that the pyxis was functioning properly. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis had not been communicating for 12 hours and was found powered off. Attempts to power it on by unplugging and reconnecting the power and toggling the power switch were unsuccessful. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.